Manufacturer narrative:
Patient ID, age, and weight were not provided by the rt. On (B)(6) 2015 a medtronic field service engineer visited the site and confirmed the door would not close. He found the door rotor section out of position by 3 teeth. He reset the rotor door section to the correct position. This resolved the issue and the system was fully functional during testing after rotor re-positioning. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site radiologic technician, reports that the o-arm door is closed around the patient and will not open. This happened in a lumbar fusion case. They tried rebooting the system and using the door open button override with no change. Then they tried manually wrenching open the door. It was confirmed that the t-bar had been inserted/removed appropriately and that the correct procedure was followed. The door began to open but then stopped and there was great resistance. This issue caused a 40 minute delay of surgery and they were unable to open door/remove system from around the patient. It was suggested that they use lift and shift to move the o-arm as far to the side as possible, and extend the gantry laterally to free up the surgical space. Use of the o-arm and navigation system were discontinued. Surgery continued with other means. No harm to the patient occurred.